Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 5 and pregnancy in 2014. In 2014, the patient had essure inserted. In 2017, the patient experienced uterine perforation (seriousness criterion medically significant), back pain ("back pain"), pain in extremity ("legs pain"), abdominal distension ("swollen belly"), headache ("a lot of headache"), dizziness ("a lot of dizziness"), vision blurred ("blurred vision"), coital bleeding ("bleeding during sexual intercourse") and pain ("a lot of pain that sometimes I can't work, I can't hold my child"). Essure treatment was not changed. At the time of the report, the uterine perforation, back pain, pain in extremity, abdominal distension, headache, dizziness, vision blurred, coital bleeding and pain had not resolved. The reporter considered abdominal distension, back pain, coital bleeding, dizziness, headache, pain, pain in extremity, uterine perforation and vision blurred to be related to essure. The reporter commented: unknown exams: uterine perforation. All I want most is taking it away from me and having my health back. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer and describes the occurrence of uterine perforation ('uterine perforation') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida and pregnancy in 2014. In 2014, the patient had essure inserted. In 2017, the patient experienced uterine perforation (seriousness criterion medically significant), back pain ("back pain"), pain in extremity ("legs pain"), abdominal distension ("swollen belly"), headache ("a lot of headache"), dizziness ("a lot of dizziness"), vision blurred ("blurred vision"), coital bleeding ("bleeding during sexual intercourse") and pain ("a lot of pain that sometimes I can't work, I can't hold my child"). Essure treatment was not changed. At the time of the report, the uterine perforation, back pain, pain in extremity, abdominal distension, headache, dizziness, vision blurred, coital bleeding and pain had not resolved. The reporter considered abdominal distension, back pain, coital bleeding, dizziness, headache, pain, pain in extremity, uterine perforation and vision blurred to be related to essure. The reporter commented: unknown exams: uterine perforation. All I want most is taking it away from me and having my health back. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.